Manufacturer narrative:
Correction event it was reported that a spectrum pump was not having any sound at all when the device was turned on. Additionally, no sound can be heard when the devices alarms for upstream and downstream alarm but shows up on the screen. The problem was discovered while doing operational check on device while in the shop for repair. There was no patient involvement. No additional information is available. The device was received for evaluation. The device was found out of specification in relation to the customer reported 'speaker is not working' which was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump not having any sound at all when I turn the device. No sound can be heard when the upstream and downstream alarm show up on the screen. This occurred during before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.